Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there was a problem with the insulin pump. The customer stated when he presses any key button it works except when he presses the act and down button it does not work properly. Customer stated the pump dropped. The customer's blood glucose at that time was 137mg/dl. Advised customer that the pump would be replaced. No further information provided.